Event description:
It was reported that during a da vinci hysterectomy procedure, a wire on the mega suturecut needle driver instrument was noted to be off the roller. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. Cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the cable derailment. Failure analysis investigation also found the following additional damages to the instrument: the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were intact and undamaged. There was an indentation at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis investigation, if to recur, could cause or contribute to an adverse event.